Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 2 minutes: 22.5 mmol/l (mobile system) and 9.5 mmol/l (professional meter). Patient's insulin dosage has been increased by 4 units based on the results from the meter. No adverse event occurred. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.